Manufacturer narrative:
H6: investigation summary one photo was returned of bruising and bleeding. As no physical sample was returned no further investigation can be carried out. No DHR review can be carried out as lot number is unknown. Based on the photo received and the fact no physical sample was returned for investigation it is not possible to determine the root cause.

Event description:
It was reported while using bd ultra-fine¿ pro pen needles 32g x 4mm (100 count) the cannula broke off in patient's skin. The following information was provided by the initial reporter: the needle was broken and left under the skin. Wound suppuration and currently leaving scars. 1. How the broken needle removed from patient body?-->the broken needle was removed by herself using knitting needle. 2. Did patient hospitalize due to this incident?-->no, she didn't.

Manufacturer narrative:
B.3. Date of event is unknown; awareness date has been used for this field. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd ultra-fine¿ pro pen needles 32g x 4mm (100 count) the cannula broke off in patient's skin. The following information was provided by the initial reporter: the needle was broken and left under the skin. Wound suppuration and currently leaving scars. 1. How the broken needle removed from patient body? The broken needle was removed by herself using knitting needle. 2. Did patient hospitalize due to this incident? No, she didn't.